Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt noticed they had not had adequate pain coverage since about 1-2 months ago and their hcp redirected them to the manufacturer for reprogramming. Pt said it did not seem to make a difference if their therapy was on or off. Pt also noticed their ins would deplete quicker; pt said on two separate occasions, they noticed they charged the ins at night and then the next day, the ins was depleted. Issue started a couple of days ago. The patient was redirected to their healthcare provider to further address the issue. Nas provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated they're trying to get reprogramming done but their doctor's office won't call for them. Patient stated they tried to have their doctor's office make an appointment with a manufacturer representative (rep), but the office said they won't call and the patient has to pick a date then tell manufacturer. Agent reviewed nas again. Agent sent email to the field requesting assistance as well. Additional information was received from the patient. It was reported that patient was not sure of any circumstances that led to no longer getting coverage/the implant depleting quicker. Patient reported they were having their stimulator reset on (B)(6) 2024 to see if it helps resolve the issue.